Manufacturer narrative:
Additional product code: hwc. (B)(4). It is unknown if the screw remained implanted or was removed during the procedure. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the reported procedure was an open reduction internal fixation (orif) distal tibial plafond. A variable angle (va) locking screw would not lock into one of the plate holes. It was reported the surgical technique regarding drilling with correct va conical drill guide with 2.0mm drill bit was followed. The screw kept spinning and would not engage/lock into plate hole. The surgeon was satisfied that he achieved suitable fixation using screws in other plate holes. The patient outcome post-surgical procedure is unknown. There was no reported adverse event to the patient. This is report 1 of 1 for (B)(4).